Manufacturer narrative:
The complainant stated that the intensity adjustment potentiometer on the neoblue blanket unit had been adjusted to maximum. Swapping out a different light pad using the same light box did not bring intensity back within specifications. Natus technical service made multiple attempts to follow up with the complainant. Natus technical service intended to ask the complainant to inspect the interface between the light box and light pad connector for any damage, but no response was received. An order was placed for a replacement neoblue blanket light box but the order was later cancelled. Because the complainant was unresponsive to follow-up communications, the cause of the issue could not be determined.

Manufacturer narrative:
Natus medical has requested additional information from customer for further investigation. Service records for this account from the past 2 years were reviewed and no records related to this unit and complaints were found. When additional information becomes available, a supplemental report will be submitted.

Event description:
Natus medical received a complaint on (B)(6) 2017 about their neoblue blanket system had low intensity when measured with their ohmeda bili-blanket meter. No report of death/serious injury, delay in treatment, or environmental/safety concerns.